Event description:
It was reported that the impedance measurements fluctuated from 900 - 3000 ohms, and there was marginal capture. An x-ray was recommended. A medtronic representative later reported that the lead was fractured. Additional information was subsequently received reporting the lead was capped and replaced, due to impedance variability, oversensing, and inappropriate therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported that the impedance measurements fluctuated from 900 - 3000 ohms, and there was marginal capture. An x-ray was recommended. A medtronic representative later reported that the lead was fractured. Additional information was subsequently received reporting the lead was capped and replaced due to impedance variability, oversensing, and inappropriate therapy. No further patient complications have been reported as a result of this event. No conclusion can be drawn; capture, failure to, impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.